Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove an o-ring from the pneumatic tap, clean the area, and follow on-screen instructions to complete the load process. The customer successfully loaded the cartridge onto the pump and resumed insulin delivery.